Event description:
It was reported that the syringe 1ml ll w/ndl eclipse 25x5/8 rb experienced illegible scale markings. The following information was provided by the initial reporter: syringe scale is blurred.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2020-11-16. Investigation summary: two photos and one sample were received by our quality team for investigation. From the photos, a portion of the scale marking from 0.1 ml to 0.2 ml were observed to be missing on the syringe barrel. An unknown liquid was observed to fill the syringe barrel and the barrel tip was covered with an unknown material. The syringe sample was subjected to visual inspection, and the scale marking from 0.1 ml to 0.2 ml were missing on the syringe barrel. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. The tuas packaging line was reviewed and there is no contact point with the scale marking area (0.1ml to 0.2ml) that could cause the missing scale marking. The 1ml syringe is supplied by bd cannan and bd cannan had been notified of this complaint. Based on bd canaan investigation, potential root cause for the missing print defect likely due to a jam during assembly process.

Manufacturer narrative:
Medical device type: both fmi and fmf are applicable for this device. PMA/510(k)#: two PMA/510(k)#s of k161170 and k941562 apply to this device. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the syringe 1ml ll w/ndl eclipse 25x5/8 rb experienced illegible scale markings. The following information was provided by the initial reporter: syringe scale is blurred.